Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)

Event description:
A 3.2mm flexible drill bit tip broke and a 1cm piece of the distal tip was left in the pelvic bone of the patient. The surgeon elected not to attempt to retrieve the drill piece because of the damage it would do to the acetabulum affecting the stability of the acetabular cup. The piece was lodged in bone, not soft tissue.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. A complaint database search has identified a trend for this failure within the 2274 quickset drill family. Previous investigations have determined that user error is the likely root cause. As a result of trending health hazard evaluation, (B)(4) was conducted. The investigation did not establish the need for corrective action. No evidence was found of product or design error as a contributing factor. Subsequent complaints will be monitored under (B)(4) post market surveillance. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.